Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the atrial lead dislodged a few times during the attempted implant. The physician was eventually able to fixate the lead to the atrium. Two hours post implant, the pulse generator was interrogated and the atrial lead exhibited decreased sensing, intermittent undersensing, and an elevated capture threshold. A chest x-ray revealed that the lead had dislodged and was laying in the atrium. The patient was brought back to the operating room and the atrial lead was removed. The atrial port was plugged and the pulse generator was programmed to function with only the right ventricular lead. The patient was in stable condition before and after both procedures.

Manufacturer narrative:
Additional information: d10, h3, h6. Final analysis found the complete lead was returned in one piece measuring 51. 5 cm. The reported events of dislodgement, decreased sensing, and increased threshold could not be confirmed in the laboratory. Analysis was normal. No anomalies were found.